Event description:
It was reported that high pacing threshold, low sensing and insulation damage were observed. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 22.9-23.4cm from the pin, consistent with lead friction to the ICD. The efte coating was intact at this location.